Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (removed strips from original vial).

Event description:
Consumer reported complaint for low blood glucose results. Son is calling on behalf of the customer. The customer's expected fasting blood glucose test result range is 150 - 200 mg/dl. At the time of the call, the customer felt well and did not report any symptoms. Son also stated that the meter was giving error messages but was not sure what the error messages were. Son stated that the customer needs to test as she just got out of the hospital the day before ((B)(6) 2017). Son stated that on (B)(6) 2017 the customer was having symptoms of shaking, vomiting and confusion. Customer performed a blood test using the truemetrix meter and had obtained a result of 229 mg/dl fasting. Son had called 911; a blood test performed on the customer using their meter gave a result in the 400's mg/dl. Customer was taken to the hospital, and about seven minutes later, they had performed a blood test on the customer and obtained a result of 425 mg/dl. Son stated that the result of 425 mg/dl was fasting and done within minutes of the 229 mg/dl. Son stated that the true metrix meter was giving a low result. Customer was given insulin to bring her glucose down. The customer left the hospital on (B)(6) 2017. No new medication was suggested. There were no additional blood tests performed with the truemetrix meter. Customer is unable to verify the strip lot number as she removed the strips from the original vial and placed them in another container; customer always does this with her test strips. A blood test was unable to be performed during the call on (B)(6) 2017 as the meter was not coming on when the test strip was inserted. The meter did turn on by manually pressing the "s" button. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer is concerned with 229 mg/dl fasting. Result before going to the hospital.